Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device had a high priority cassette not attached alarm. The downstream occlusion (dso) seal and sensor were replaced to fix the issue.

Event description:
The device was returned as it was reported that the pump had a cassette not attached error during testing. The results of the investigation confirmed in the event history log as well as occlusion testing that the "cassette not attached properly" alarm was the high priority alarm. There was no patient involvement.